Event description:
The patient experienced a change in therapeutic effect/increased pain. The patient reported acute pain described as "severe pain up her back" and she also reported bowel adhesions. The physician detected that the patient's catheter was "almost frayed" and on the verge of breaking. The patient stated that she thought this may have been a result of "her bending to get a family member from the pool". The patient's pump was not delivering the full medication dosage, so the physician had the patient take oral pain medications as well. A catheter replacement was planned; it was unclear if it had been completed at the time of this report. The patient outcome was reported as "no injury". The medication being delivered via the device was demerol.